Event description:
Determined to be reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention treatment procedure there were inflation difficulties. The 90% stenosed lesion was located in a calcified and moderately tortuous mid left anterior descending artery. After crossing the lesion the physician attempted to inflate the emerge, mr, ous 15mm x 3.00mm balloon, however, they were unable to add pressure to the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, device analysis revealed a pinhole in the balloon.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the tip was damaged. The balloon was deflated, as-received. There was no evidence of any proximal bond anomalies or distal outer neckdown. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2mm from the proximal edge of the distal markerband. Functional testing confirmed that the pinhole prevented balloon inflation. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).